Event description:
The patient reported that their control test performed on (B)(6) 2024 were oout of range. Control 1 had a range of 93-139 and control 2 had a range of 294-441. Control 1 had a result of 70 and control 2 had a result of 215. Since the two test fell out of range, the device failed to perform as intended.

Manufacturer narrative:
The blood glucose meter was requested back but was not returned, however, if the meter is returned in the future, a supplemental report will be filed.